Event description:
The facility representative reported a flo-gard infusion pump that "does not work". It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that "does not work" was confirmed in the sample evaluation as f-38. It was repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.